Manufacturer narrative:
(B)(4).

Event description:
It was reported that a disconnection occurred while the ventilator was connected to a patient. The nurses initially said they did not hear the alarm, but further questions revealed that, it might have been that they were not used to the particular sound of the alarms. As a result, they might have failed to recognize them. The patient's saturation momentarily dropped down into the 60s, but it returned to normal immediately after the circuit was reconnected. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
The ventilator was not sequestered after the event on (B)(6) 2016, it continued in use until 06/13/2016. On 06/13/2016 the device logs were saved and sent for evaluation. No parts were replaced. The reported event was that a disconnect situation occurred and the user claimed they did not hear the alarm, and as a consequence of that, the patient briefly desaturated down to about the 60¿s. The alarms that were generated indicated an increased pressure situation, and after that a disconnect situation. The disconnect period, during which no active user action, according to event logs was registered, had lasted 1 minute. The log showed that several alarms were generated. The logs also showed that the alarms were manually silenced both before and after the event which confirms that the ventilators audible alarm functioned. Pre-use check prior to and after the event were successful and no technical alarms have been generated. The cause of the generated alarms has not been determined but there is no report from the user that the event or alarms were due to a ventilator malfunction. Additional information received was that during alarm testing later on by the hospital, 2-3 therapists disagreed and said they could hear the alarm from several rooms away. Our conclusion in the matter is that there was no ventilator malfunction at the time for the event. The ventilator alarmed promptly for a disconnect situation. (B)(4).

Event description:
(B)(4).